Manufacturer narrative:
Internal complaint reference: (B)(4). : the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was an isolated event. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A clinical review found we are currently unable to rule out a user error as a contributing factor to the reported event which does not represent a device malfunction. The super turbovac wand did not function during use, resulting in the device overheating. It was unknown if the IFU for the super turbovac was adhered to. Aside from a surgical delay of greater than 30 minutes, it was reported that no patient harm or injury was sustained because of the prolonged anesthesia. The procedure was completed with s+n back-up device. No further medical assessment is warranted based on the information provided. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during a shoulder arthroscopy, when in contact with the patient's joint, the super turbovac wand would not function when the pedal was activated. There was no release of fluid even after checking all the parameters and the device overheated. The procedure was postponed and patient remained anesthetized for a longer time. No further complications were reported.